Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages when attempting to load a cartridge. Reportedly, the cartridge was filled with 300 units of insulin. The customer's blood glucose level was in the low 200's (mg/dl). During troubleshooting with tandem technical support, the customer reported that the previously used cartridge may have been reloaded and that the newly filled cartridge may have been accidentally thrown away. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.